Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon had difficulty finding final axis placement on post-lasik patient. Approximately 3 weeks post implant the lens was explanted and replaced with a different model lens. The patient's current prognosis is good. This report refers to the patient's left eye. In the surgeon's opinion the most likely cause of the event was mis-read ora on post lasik cornea.